Event description:
It was reported that during installation of connector and torque wrench, connection was loose and surgeon was not able to perform final tightening. The connector could not be removed from the torque wrench. It is unclear how much the doctor could tighten the screw. There are no reports of adverse health consequences.

Event description:
It was reported that during installation of connector and torque wrench, connection was loose and surgeon was not able to perform final tightening. The connector could not be removed from the torque wrench. It is unclear how much the doctor could tighten the screw. There are no reports of adverse health consequences.

Manufacturer narrative:
Method: visual inspection, functional inspection, product history review, complaint history review, labelling review, risk assessment. Conclusion: the instruments were returned for evaluation and the reported issue was confirmed based on visual and functional inspection. The surgical technique suggests examining instruments prior to surgery for wear and tear. Also, the instruments should be properly lubricated and cleaned for maintenance. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It is inconclusive how many times the instrument has been used. The instrument was manufactured in march 2015 and is approximately 3 years old. The plausible root cause of the reported event was determined to be normal wear and tear due to the age of the instrument.